Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test. Customer's blood glucose level was unknown at the time incident. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. (B)(4).